Event description:
Computerized tomography technician began to inject 150 ml contrast into pt. All the contrast was injected and the enhancement appeared adequate. Upon checking the pt. An extravasation approximately 3 x 4 inches and 1" inch high was noted directly under the patch. It was estimated that approximately 50 ml of contrast extravasated based on the amount of swelling. No scan of the hand was done. The pt was treated with ice. Follow up indicated that the swelling had migrated up the arm and then subsided entirely. Other than ice, no other medical intervention was required.